Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and it was being determined that the device had a loop leak alarm when it was turned on, and the balloon could not be inflated normally. It entered the maintenance mode for detection, the pressure value was abnormal, and it was determined that the maintenance kit needed to be replaced for maintenance. After replacing the 5000-hour maintenance kit, a comprehensive test was carried out according to the factory requirements. All results met the requirements, and no alarm occurred during operation, confirming that the device has been repaired and meets the delivery requirements. There is no involvement of the patient during this incident, no personal injury had been occurred.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had a loop leak alarm when it was turned on, and the balloon could not be inflated normally. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limitation. Event site full name: (B)(6) hospital. Event site contact details: (B)(6). A supplemental report will be submitted upon completion of our investigation.